Event description:
Healthcare professional (hcp) reported an administration set "leaked at the filter". It was also reported that there was a "significant amount of drug left and there is air in the line". The leak occured during infusion, while the patient had the tubing at home and not during the set up. The leak is coming from the sides of the filter. No defects were noticed on the tubing prior to set up. Device operator was the patient. Medication being infused was epoch. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Further information from the reporter regarding event, product, and/or patient details has been requested. No additional information is available at this time. Return of the device was requested, but the reporter confirmed that the device has been discarded.

Event description:
Healthcare professional reported there are no visible holes or cracking in the tubing or near the filter. There was no bloodloss or bleed-back. There was a small amount of air noticed in the tubing. No air entered the patient. Cstd and luer adapters were also used. No medical intervention was necessary.